Event description:
The customer reported the subject device was exhibiting a leakage from the distal end and did not pass the leakage test. The reported issue was observed while reprocessing the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, foreign material was observed on the air valve, the distal end, and the mouthpiece. This report is being submitted for the foreign material.

Manufacturer narrative:
During inspection and testing of the returned device, the reported issue (failed leakage test) was confirmed. It was observed there was a leakage from the bending section cover. In addition, service found the distal end was damaged, the connecting tube was deformed, the universal cord was scratched, the image guide bundle¿s fiber was broken, the objective lens was scratched, and the light guide lens was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following is likely. Suggested event: 1) foreign material adhered to the venting connector: according to investigation result, parts of the connector looked corroded. Therefore, foreign material was thought to be corrosion product. There was a possibility that parts of the venting connector were corroded due to improper reprocessing and/or storage environment, causing the first event. Suggested event: 2) foreign material adhered to the distal end: according to investigation result, foreign material was brown solid, adhered appearing to stick to the distal end and seemed non-endoscope origin. Accordingly, the second event may have been caused by the following. A) reprocessing at the distal end was inadequate. B) foreign material solidified at the distal end since reprocessing was not performed immediately after procedure. Suggested event: 3) foreign material adhered to the c-mount: according to investigation result, the third event may have occurred in the following mechanism: I) moisture, which invaded the device from the leaking point, got the k-mouthpiece part. Ii) the c-mount was corroded by influence of the moisture. The suggested events 1, 2 and 3 were thought to be preventable for instructions for use (IFU) states as below: ¿precautions: failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each examination can compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each examination the endoscope must undergo thorough manual cleaning followed by high-level disinfection or sterilization. "Precleaning: if the endoscope is not immediately precleaned, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." "The storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.¿ olympus will continue to monitor field performance for this device.